Event description:
During a procedure, the surgeon was using a fixture mount to place an implant. When the surgeon attempted to remove the fixture mount from the implant, the surgeon discovered that the fixture mount would not release from the implant. The surgeon then removed the implant from the site with the attached fixture mount. During the same procedure, the surgeon was able to place another implant using a different fixture mount and implant. Pt injury has not been reported.